Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's 4 week post operative x-rays showed radiolucency about the posterior aspect of tibial implant.